Manufacturer narrative:
Findings: unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has cracks and many scratches on the display screen. The blood glucose levels were not included in the report. Nothing further was reported.